Manufacturer narrative:
Additional information: a2, a4, b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid was seen on the heater tray (ht) after completing treatment. The patient could not tell if the fluid leaked from the heater bag (hb) or cycler set. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Based on the treatment data, the patient was able to complete subsequent treatments using the cycler. Upon further follow up, the pdrn was unsure of where the leak originated from. The source and cause of the leak is unknown. There have been no further issues with the cycler. The patient was able to complete treatment on the cycler. There was no effect on the patient's outcome.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid was seen on the heater tray (ht) after completing treatment. The patient could not tell if the fluid leaked from the heater bag (hb) or cycler set. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Based on the treatment data, the patient was able to complete subsequent treatments using the cycler. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid was seen on the heater tray (ht) after completing treatment. The patient could not tell if the fluid leaked from the heater bag (hb) or cycler set. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Based on the treatment data, the patient was able to complete subsequent treatments using the cycler. Upon further follow up, the pdrn was unsure of where the leak originated from. The source and cause of the leak is unknown. There have been no further issues with the cycler. The patient was able to complete treatment on the cycler. There was no effect on the patient's outcome. Upon further follow up, the patient confirmed there was no leak from the bag or connection during treatment or setup. The patient typically finds a couple drops of fluid when disconnecting the bag from the cycler set line after treatment but no actual leaking.

Manufacturer narrative:
Additional information: b5 upon further review, it was determined that the event reported on MFR# 8030665-2024-01257 was not a reportable event related to fresenius products. The reported fluid leak was actually a few drops from the cycler set tubing upon disconnection after treatment. There was no serious injury, adverse event, or reportable malfunction as a result of this event. There will be no further updates on MFR# 8030665-2024-01257.